Event description:
It was reported that the physician found that the shunt wasn't working properly prior to implantation.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.